Manufacturer narrative:
(B)(4). No sample will be returned.

Event description:
It was reported the procedure was being performed in the ER. The catheter was being placed into the right internal jugular. The guide wire became stuck and a chest x-ray revealed that the wire was stuck in the ivc filter. The patient was taken to irr for removal of the wire. Another catheter was placed successfully into the patient's right femoral. There was no harm but it resulted in the need for interventional radiology to remove the catheter. Information provided from ER states: side and/or site verified, patient identification confirmed, sterile procedures observed, emergent consent implied, central line indicated for the centrally administered drugs, central line inserted in right femoral, using a triple lumen catheter, seldinger technique used, after procedure, line secured, with sutures, after procedure, sterile dressing applied, after procedure, no bleeding from site, after procedure, no redness at site, after procedure, no swelling at site, after procedure, no ecchymosis at site, patient tolerated the procedure well. Time frame noted: 19:50- central line placement attempted in rt ij w/out success. Hit resistance at 14 cm and cannot remove guide wire. At 20:08- stat chest x-ray shows central line in ventricle. Unable to remove central line. At 20:19- dr. (B)(6) spoke with dr. (B)(6), CT surgery at this time. Updated on possible central line in rt ventricle and dropping bp. Dr. (B)(6) states to order stat echocardiogram and to call ir. At 20:28- dr. (B)(6) spoke with dr. (B)(6), interventional radiology at this time. Updated on pt's current situation. Dr. (B)(6) agrees to see pt at this time. At 20:29- fem line is sutured in place by dr. (B)(6). At 20:30- blood drawn from rt femoral triple lumen is dark, venous, nonpulsatile blood. At 20:38- blood gas that was drawn off rt fem has po2 of 21, confirmed venous. Ph of 7.159. At 20:40- repeat cxr interpretation read stating "a right ij wire is looped at the apex of a ivc filter". At 21:02- echocardiogram is performed and normal. The removal procedure of the wire in the central line: venous guidewire was used during placement of right ij central line is stuck inside the patient and will not come out. Chest film demonstrates the wire extending through the right atrium into the ivc and towards a greenfield filter. The procedure was performed as an emergency. All elements of maximum sterile barrier technique were followed including cap, mask, sterile gown, sterile gloves, large sterile sheet, hand hygiene, and 2% chlorhexidine for cutaneous antisepsis. Initial fluoroscopy demonstrating the j portion of the guide wire wedged in the apex of the greenfield filter. Gentle maneuvering of the guide wire shows that the guide wire and the greenfield filter are locked the catheter. A long 6 french dilator was then advanced over the guide wire and used to disengage wire from the filter. The wire and dilator were then removed and hemostasis was. Fluoroscopy time was 4 minutes. They successfully retrieved the guide wire leaving the ivc filter unchanged in position.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the guide wire got stuck in the patient and was caught in the ivc filter could not be confirmed. No sample was returned for evaluation. The wire was removed in interventional radiology and another line was successfully placed in the right femoral vein. A device history record review did not reveal any manufacturing related issues. The IFU for this product describes suggested techniques to minimize the likelihood of guide wire damage during use and it warns that if the patient has a circulatory system implant the catheter procedure should be performed under direct visualization to minimize the risk of guide wire entrapment. It was not reported if direct visualization was used during the first attempt. Based on the direction in the IFU that if the patient has an implant the catheter procedure should be performed under direct visualization, it appears that operational context caused or contributed to this complaint. No further action will be taken.